Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 1st implanted mitraclip. The mitraclip cds is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the steering issue in the left ventricle which has potential to cause or contribute to patient injury if the clip becomes entangled in the chordae. It was reported that one mitraclip was implanted in the patient with degenerative mitral regurgitation (mr) grade 4+. The second clip delivery system (cds) was inserted, but there was inappropriate steering in the left atrium. It had a "really weird angle, like a banana curve" and it dove medial when steering from the left atrium into the left ventricle. The cds did not become caught in chordae. The cds was removed from the steerable guide catheter (sgc). Another cds was inserted through the same sgc and the mitraclip was implanted reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported bent delivery catheter (dc) shaft was confirmed via returned product analysis. Potential causes for dc shaft bends resulting in difficulty positioning the cds can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. It is possible that there may have been some procedural interactions (e.g. Patient anatomy or unintended curves on the device) which resulted in additional force placed on the device, resulting in the actuator mandrel to become bent; however, this cannot be determined. The reported difficulty positioning the clip over the mitral valve due to the dc shaft bend could not be replicated in a testing environment as it was based on procedural conditions. A review of the lot history record revealed no manufacturing non-conformities from the reported lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.